Event description:
Additional information indicated that surgical intervention was undertaken wherein the left s1 drg lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6998317.

Event description:
It was reported that patient experienced ineffective stimulation to the left foot. Lead diagnostics showed one high impedance. Stimulation was not felt at the maximum amplitude on any contacts of the lead. X-rays confirmed that the left s1 drg lead migrated. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.